Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 74 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with gastrointestinal bleeding (gi). The patient reported that during the event, low flow alarm was observed on their system controller. The patient was schedule to transfer to the implanting hospital however; prior to transfer the patient coded and cardiopulmonary resuscitation (CPR) for hypotension was needed. Bright red blood was observed from nasogastric tube (ng) and percutaneous endoscopic gastrostomy (peg) tube. The patient was transfused, and was treated with fluid resuscitation, empiric octreotide, and levophed. A decision by the family was made to withdraw care and the patient expired on (B)(6) 2018. No additional information provided.